Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ cac adapter: model #: 1430us / catalog #: 1430us / expiration date: unk / serial #: (B)(4). UDI #: asku. Deice available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited erroneous critical battery alarm. Once the battery is connected there is an immediate alarms for critical battery. It was also reported that the controller ac adapter (cac) was not providing power and was not being recognized by the controllers. The battery and the cac adapter has been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6) h3: yes h6:FDA method code(s): b01 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 product event summary: one battery (bat857885) and a controller ac adapter ((B)(6) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual inspection and functional testing. As received, the battery was depleted. However, the battery was able to adequately charge and provide power to a test controller. Additionally, the controller ac adapter was able to adequately provide power to a test controller with no anomalies observed. Log file analysis could not be performed since log files covering the event date were not available. As a result, the reported battery associated with a critical battery alarm and controller ac adapter unable to provide power and not able to be recognized by the controller could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms, are most often attribut ed to communication errors between the controller and batteries or the battery depleting below 10%. Based on the available information, a possible root cause of the reported event associated with the controller ac adapter can be attributed, but not limited, to a m arginal connection between the controller and controller ac adapter. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.